Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 323 mg/dl. As the pump supplies had been changed, tandem technical support was unable to determine a cause of the occlusions.